Event description:
On (B)(6) 2014, the patient was implanted with two gore® tag® thoracic endoprostheses to treat a penetrating aortic ulcer. According to the report, the 22fr gore® dryseal sheath could not be removed at the end of the procedure. Attempts were made to remove the sheath, however, it reportedly adhered to the artery wall. A decision was made to remove the sheath over a stiff lunderquist cook lunderquist® guidewire under fluoroscopic guidance. It was reported the patient became suddenly hypotensive secondary to hemorrhage. The physician indicated the possible cause of the hemorrhage was avulsion of the right external iliac artery. The patient was converted to a median laparotomy, where avulsion of the right external iliac artery was confirmed. The physician reportedly controlled the hemorrhage with clamps, and then a right common iliac artery-right common femoral artery bypass with a ptfe graft was performed. During the procedure, a right external iliac vein lesion was also identified and then ligated. After the procedure, the patient was taken to the ICU. He later developed a systemic inflammatory response syndrome, renal failure, metabolic acidosis, refractory circulatory shock, and cardiac arrest. On (B)(6) 2014, the patient expired. The reported cause of death was refractory shock. According to the physician, the right external artery avulsion was caused by the sheath being oversized in relation to the vessel (reported external iliac artery diameter was 6-7 mm).

Manufacturer narrative:
A review of the manufacturing paperwork for the device verified that the lot met all pre-release specifications. The gore® dryseal sheath instructions for use (IFU) state ¿if vessel size is smaller than the introducer sheath outer diameter, major bleeding, vessel damage, or serious injury to the patient, including death, may result¿.